Manufacturer narrative:
Evaluation summary: lead received in a partial distal ~26cm portion with no "j" stiffener wire fractures. X-ray of lead distally confirms no "j" stiffener wire discrepancies.

Event description:
The lead was explanted due to a report of an increase in pacing thresholds.